Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is possible that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which is stated in: evis lucera jf /tjf type 260v operation manual chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope, and in evis lucera jf /tjf type 260v operation manual chapter 4 operation:4.2 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There was no reportable event from the customer's allegation on (B)(6) 2025. It was observed that during the device evaluation, the duodenovideoscope exhibited a burn at the forceps elevator. There was no patient involvement.